Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead.

Event description:
Patient thought that they might have pulled something loose like lead, because their controller was showing unable to find device. Batteries were removed and replaced. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.